Event description:
It was reported that low pacing impedance was observed on the left ventricular (lv) lead. Lv lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. The device was reprogrammed to resolve the event and the patient was in stable condition. Additionally, phrenic nerve stimulation was observed and resolved during reprogramming.